Event description:
Customer reported device results + > 200 mg/dl for the past month. Customer ate breakfast and 3 hours later at about 11:30 am, device = 498 mg/dl. Customer called doctor and they added another diabetes medication. Customer was taken to hospital. Hospital device = 110 mg/dl at 1 pm. Hospital retest = 105 mg/dl. Customer is uncertain if any treatment was received. Customer was released home and their device hours later=346 mg/dl. No controls used. A request was made for return product and replacement product was sent.